Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lsh. It was reported that following insertion the patient experienced urinary problems, organ perforation, dyspareunia, and other. It was reported that the patient underwent hysterectomy on (B)(6) 2011. It was reported the patient underwent removal of portion vaginal mesh and water cystoscopy on (B)(6) 2011 due to dyspareunia, pelvic pain, and vaginal stenosis. It was reported the patient underwent removal of mesh and cervical granuloma on (B)(6) 2012 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal stenosis and abnormal vaginal bleeding.